Event description:
During an implantation procedure, no capture and failure to sense were noted on the right ventricular (rv) lead. The rv lead was successfully replaced, and the patient was stable with no consequences.

Manufacturer narrative:
A complete lead was returned in one piece. During electrical testing, the lead failed the hi-pot test due to inner insulation damage at the suture sleeve tie impression. The reported events of no sensing and no capture were confirmed, and determined to be due to a over tightened suture sleeve.